Event description:
A physician reported that during cataract surgery an opathalmic operating handpiece displayed error messages and was resolved by replacing the handpiece but opathalmic operating system was turned off in irrigation aspiration mode. The patient was transported to another hospital. It was confirmed that re-operation at the destination was completed without problems. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.10. The company representative was able to replicate the reported event. The power supply was replaced to address the issue. The product was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The power supply was received for testing on this investigation. A visual assessment of the returned sample revealed no visual nonconformities. The returned power supply was installed in the system, where the system would not power on as all 3 output power supplies +24v, +12 v and +5v measured 0v, confirming the reported event of system shut down. The root cause of the reported event is attributed to a nonconforming power supply. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).